Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger h2: correction to section a1. The patient identifier has been updated/corrected. Correction to section e. The initial reporter's last name has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they were trying to get the device to work and that they thought they were having a charging problem, but the controller was displaying software problem 1-intellis, 2-3.6, 3-1567, 4-atmanager. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on and that the error message was cleared. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller; pt saw battery empty cannot provide stimulation recharge your implanted device. Pss had the pt open up the batteries screen and pt saw the controller was at 0% with recharging indicated. Pss advised the pt to charge the controller and then recharge the ins. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported. Patient (pt) called back reporting since they called they're still having issues when attempting to charge their neurostimulator (ins) battery. Pt described telemetry connection/communication issues. Pt then stated the recharger telemetry module (rtm) antenna and cord where intersects antenna getting extremely hot and all this was causing the li battery pack (bp) to drain.

Manufacturer narrative:
Concomitant medical products: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: 00763000372095 b3: event date is date valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.